Event description:
The customer contact reported an adverse event while the device was in use. On (B)(6) 2012, at an unspecified time, the post surgical pt was transferred from post anesthesia care unit (pacu) to a ward bed with a pain level of 20 out of 10. It was reported that the physician ordered the pt to receive pca therapy with a 1.0mg-1.5mg pca dose with an 8-10 minute pt lockout. At 1815, the device was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1mg pca dose, a 10 minute pt lockout, and a 24 mg four hour dose limit and the infusion was started. Reportedly, teaching was provided to the pt and family. After an unsanctified length of time, the customer indicated that the pt complained of a pain level of 10 out of 10. At this time, it was reported that the nurse reprogrammed the device to deliver with a 1.5mg pca dose, and an 8 minute pt lockout, and the delivery as restated. At unspecified times during the evening, it was reported that staff witnessed a family member pressing the pca button for the pt on at least two occasion. Reportedly, teaching was reinforced both times. On (B)(6) 2012 at 0000, the customer contact reported that during routine vital sign checks, the nurse's aide found the pt was snoring loudly, was unresponsive to stimuli, and had an unspecified low blood pressure. The nurse and the physician were notified. The customer contact reported that the pt was resuscitated with successful recovery; however, it was reported that pt had an anoxic brain injury as an outcome. No specific details were provided. The device was removed from clinical service. The pca therapy was discontinued. During testing at the user facility, it was reported that the pump was working correctly. Though requested, no add'l info was provided. Hospira is continuing to investigate.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.